Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered three inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to supraventricular tachycardia (svt) while the patient was working out, exhausting ICD therapy. Technical services (ts) was contacted, and ts discussed programming options. The ICD system remains in service. No additional adverse patient effects were reported.